Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the specification range and passed off no power test. Insulin pump was monitored and tested with no blank display, audio/beep anomaly and frozen screen noted. Pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display as well as gave a long beep. The customer¿s blood glucose level was 279 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the customer report that the insulin pump did not work properly. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.